Event description:
The balloon and jacket guard would not come down with the rest of the device. The jacket guard was snared from the ipsilateral limb and as it was being pulled through the limb the graft pulled into the aneurysm. Jacket guard and balloon came detached from the entire device. Pt was converted.